Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause could not be determined at this time. Additional: a batch review has been performed and there were no exceptions associated with the manufacturing of this device. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation idc-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The device is reported to be available, and a request has been made. A follow-up medwatch report will be submitted upon evaluation or if additional information becomes available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Event description:
The facility representative contacted baxter to report an infusor in which the reservoir ruptured during filling. The device was filled with normal saline. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.